Manufacturer narrative:
Changed d4 lot number from blanc to l000178. Changed d4 serial number from (B)(4) to(B)(4). The returned device was evaluated and the device was returned as the customer experienced a medical event and is unsure about insulin delivery as a result of a pdm failure. The ibf file was reviewed on the occurrence date and a large bolus was recorded on this date (fig 1). Calculations were checked and the ic ratio and target bg were verified as well. No duplicate bg readings were observed in the ibf data before this bolus. The bg/insulin history could not be cross referenced in the device history itself as it older than 90 days and has been overwritten by newer data. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data pod successfully communicated with pdm at 5¿ distance, administering 1u bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes.   Chapter 13 / page 176.  Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level decreased to below 70 mg/dl. The patients last bolus amount reported was 26.35 units of insulin and at that time the patients blood glucose level was 113 mg/dl. Once at the hospital the patient received treatment, the patient was released from the hospital after 4 days. It should be noted the patient has stage 4 kidney failure unrelated to this event.